Event description:
It was reported that after predilatation with a 3.0 mm balloon, the 3.5x23 mm tristar was successfully implanted at 16 atm for 30 seconds without difficulty. Reportedly, the patient was having acute myocardial infarction (ami). The patient was administered asprine and ticlopidine. At around 7:30 a.m., the patient was found unresponsive. CPR was initiated and the patient was returned to the cath lab. It was found that there was a total occlusion proximal to the tristar. The lesion was wired and angioplasty was done, but reportedly, the patient died during the attempt. This MDR is being filed conservatively based on the patient's death.